Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced hypoglycemia as well as hyperglycemia. Customer's high blood glucose value was 523 mg/dl and low blood glucose value was 53 mg/dl. The customer was assisted with troubleshooting. Customer was treated with manual injection for high blood glucose. Customer stated that the insulin exited. Customer stated that it was during a bolus she changed the set and it was still giving her no delivery alarm. Customer was reporting a past event. Customer reports alarm did not occur during manual prime. Customer reported event was resolved by changing complete set. The customer stated that cannula was not bent. The device will not be returned for analysis.